Event description:
Customer reports a fiber leak on reuse number 44. Fiber leak occurred 1 1/2 hours into treatment and was noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 200cc's and pt was given 200cc's replacement fluid. Treatment was restarted with new disposables without incident. No pt injury or medical intervention reported.